Event description:
It was reported the patient's (denmark) stimulation was auto-reducing. Lead diagnostics showed all contacts had high impedance values, and visually it was identified the lead was fractured. The patient's lead was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Results - the complaint of "lead broken/ fractured" was confirmed. The lamitrode lead was returned with an outer tubing breach allowing fluid intrusion into the lead body, fractured/ broken wires were observed 7.6 cm from stim end and one cam impression 32mm from broken wires. The damage is consistent with an overstress condition the lead was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.